Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 157 cm., body mass index (bmi) - 17.9 kg/m2 blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Section d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Sections g5 and g7 are not applicable. Section h10 is blank as there are no related report numbers.

Event description:
A patient in a study underwent a da vinci-assisted radical malignant hysterectomy surgical procedure. During the procedure, the patient's stomach became severely distended, and a perforation, suspected to be in the middle third and likely caused by a veress cannula, was identified. A gastric tube was inserted, and a visceral surgeon was called to address the injury; the perforation was repaired intraoperatively, no second operation was required. The event was reported as resolved the same day. Multiple stomach lesions and adhesions were observed (stacking). The gastric tube remained for 24 hours; this was followed by a diet build-up. The patient's outcome was good and without permanent damage. No post-operative complications, re-operation, or re-admission were reported. Gastrostomy was added to the performed surgical terms. There was no report of a da vinci system or instrument malfunction during the procedure. The study investigator reported that the perforation is due to the surgical technique. A perforation is a well-known complication of blind entry with the verres needle. The event is reported as unanticipated, severe, not a serious adverse event (sae), a clavien-dindo grade ii, having a causal relationship to the study procedure, not related to the patient's underlying disease status, not related to the da vinci investigational device, and not related to a third-party device.